Event description:
The surgeon could not get the washerloc to engage in the patient's bone. Parts were removed causing a 50 minute delay in the case. The patient suffered no ill effect.

Manufacturer narrative:
Evaluation: the spike closest to the flat appeared to be slightly bent. This indicates that it is possible the counter bore was not flush with the posterior wall of the tibial tunnel as specified in the surgical technique.